Event description:
It was reported to boston scientific corporation on (B)(6), 2015 that a wallflex biliary stent was used in the biliary during a stent placement procedure performed on (B)(6), 2015. During stent deployment, the physician noted that the inner shaft of the stent broke and the stent failed to deploy from the catheter. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.